Manufacturer narrative:
Initial reporter was asked but unknown on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/confirmed, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that both monitors were intermittently flashing. There was no patient present.

Manufacturer narrative:
Initial reporter name and occupation received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. The field service engineer reported that the monitors were not slow and/or sluggish and navigation information was displayed on the monitors.